Event description:
Multiple attempt to use rightspot for og placement. The ph indicator did not change colors during either attempts even with an adequate sample. Og was in the stomach, confirmed via xray.